Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that there was a crack in the insulin pump's casing. The customer also reported the drive support cap was loose and sticking out. The customer did not recall pressing on the cap while connected. The customer was unsure how the damage occurred. Customer's blood glucose was 260 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip and a detached end cap. The drive support cap was inspected and no anomaly was noted.